Event description:
A customer reported failed api (american proficiency institute) proficiency testing for vitamin d (vit.d) and clogging detected error during quality control (qc) on the aia-900 analyzer. The customer noted they failed two out of five samples on their previous api samples and only one out of five samples for the most recent api testing performed on (B)(6) 2024. The customer confirmed the test cups lot d91b792 were stored in the fridge and warmed prior to running the api test. The last calibration was performed prior to api testing on (B)(6) 2024 using calibrator lot dy1b798. The customer stated qc has been running consistent prior to the clogging detected error. The customer retested the failed api sample on (B)(6) 2024 with result failing again. Prior to retest, the customer allowed sample to warm up for 30 minutes and confirmed the wash and diluent sits for 24 hours prior to use. The last decontamination date is unknown, however the customer confirmed it is performed every 3 months. A field service engineer (fse) was dispatched to further investigate the reported issue. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issues by review of analyzer printouts and operator observation. The fse inspected movement of the sample nozzle z axis and found it was sticky. The fse noted that if the sample nozzle cannot move freely, it will affect the amount of sample taken from a specimen which will affect results. The fse thoroughly cleaned and lubricated the sample z axis assembly until it would move freely without resistance in it's range of movement. The fse validated the analyzer by running calibrations and quality control (qc) with results within acceptable range. The aia-900 analyzer is operating as expected. No further assistance required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 25may2023 through aware date 25jun2024. There were no similar complaints identified during the search period. The aia-900 customer training manual under section 12 flags and error messages the following: [2076] clogging detected at specimen. Cause: the negative pressure generated by suction of a[rack ID, rack, position, specimen ID] specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. The st aia analyte application manual for vitamin d states the following: limitations of the procedure. Do not use hemolyzed samples. Using hemolyzed samples will give erroneous results. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 25-oh vitamin d, the highest measurable concentration of 25-oh vitamin d in specimens is 120 ng/ml, and the lowest measurable concentration in specimens is 4 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 165 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 120 ng/ml. Heterophile antibodies are known to interfere in assays of this type. St aia-pack 25-oh vitamin d has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. 10 rev-0025234-1119 lbl-00049 [1] st aia-pack 25-oh vitamin d for a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported issue was due to a mechanical problem with the sample nozzle z-axis assembly, traced to maintenance.